Manufacturer narrative:
The device was returned and evaluated and confirmed that there was foreign material on the light guide lens and appeared broken. Additional findings include; due to a crack on scope connector cover unit, water tightness was lost, plug unit had a scratch, due to discoloration of light guide bundle, light guide rod got warm, and label on suction connector was damaged. There was no electrical continuity due to corrosion on distal end and due to corrosion on connecting tube, insulation resistance value did not meet the standard value. Due to burn on distal end, insulation resistance value at distal end did not meet the standard value. Due to discoloration of light guide lens, illumination was uneven and due to damage on insertion tube rotation ring, connecting tube did not rotate smoothly. Light guide lens had a burn, the plastic distal end cover and adhesive around objective lens had corrosion. Bending section cover had wear and due to damage on bending tube, the joint section between bending tube and distal end was not secured. Connecting tube had a buckling. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the coat is perforated on the bronchovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens had foreign material. There were no reports of a delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the scope connector cover unit. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in bf-190 series operation manual chapter 3 "preparation and inspection" IFU states that preventive measure in bf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" olympus will continue to monitor field performance for this device.